Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front enclosure was cracked. The autopulse platform is a reusable device and was manufactured on 05/17/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the internal archive log showed on (B)(6) 2016 user advisory (ua) 07 (discrepancy between load1 and load 2 too large) had occurred upon power up. The archive also showed seven exit descriptions "under voltage <18v" indicating the battery was removed before powering down the autopulse platform). There was one session that showed "battery lost" and numerous "ua12" (lifeband not present) messages had occurred indicating that the lifeband belt clip was not detected in autopulse spool shaft. The platform passed functional test without displaying any error messages. The platform was run using customer's fully charged li-ion battery ((B)(4)) for 30 minutes without exhibiting any error messages. The autopulse did not shut down during compressions. To simulate movement during transportation, the platform was shaken and the battery wiggled during idling and during compressions with both li-ion battery and nickel metal hydride (nimh) battery and the platform did not lose power. The autopulse functioned as intended. The load cell characterization test was performed to check for discrepancy between load1 and load 2 and the platform passed load cell characterization test. Both load cells were within specification indicating that ua 7 message was probably because the patient was not correctly oriented on the autopulse or the patient had shifted during transport thus not having the weight evenly distributed. In conclusion, the customer reported complaint of platform shutting down intermittently was not confirmed during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint.

Event description:
It was reported that while transporting a patient, the autopulse powered off intermittently. A fully charged battery was used on the platform. The crew had to remove and re-insert the battery in order to get the platform to operate. A second battery was used and the autopulse still powered off intermittently. There were no error messages displayed on the platform. No information was provided pertaining to the patient.